Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. An x-ray and detailed analysis confirmed that the inner conductor coil had a break at the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure there were difficulties experienced with the helix mechanism of this right atrial (ra) lead. It was reported that after several attempts to place this ra lead, the helix could not be extracted. A lead fracture was suspected. Another ra lead was successfully implanted. No adverse patient effects were reported.